Event description:
It was reported that at 50,000 joules while using the surgical fiber during a prostate procedure, the fiber cap detached. Time expended: 15 minutes, the case was completed using an alternate procedure (turp). Patient outcome: there were no consequences to the patient - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber tip detached" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.